Manufacturer narrative:
A getinge service territory manager (stm) reported that the reported issue was solved via a telephone conversation. The stm spoke with the customer and it was determined that the iabp was not seated in the trolley properly. After being pushed back in to the transport trolley, the batteries charged and the iabp was put back in mains operation. The iabp was then cleared for clinical use.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) ran in battery mode only, despite of being plugged in the ac power plug. There was no patient involvement, and no adverse event reported.